Event description:
It was reported by a sales rep that observed this incident while giving a demonstration. Customer indicated that they lost the cleaning brushes and did not brush the scopes after reprocessing. Since these were lost there is no idea of how long these scopes were being used without brushing.

Manufacturer narrative:
Gyrus acmi was unable to verify the complaint. In communicating with the operating room nurse at the facility, the customer denied the alleged accusations. It was emphasized that they are and always have followed the osta recommendations for reprocessing the devices. There never has been any pt contamination as a result of the alleged accusation. This report is being submitted in an abundance of caution.